Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Lot number was updated based on additional information.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.